Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(6), ubd: 24-dec-2022, UDI#: (B)(4); product ID: evproplus-26us, serial/lot #: (B)(6), ubd: 10-mar-2023, UDI#: (B)(4). This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve (B)(6), the valve was deployed to 80% and an angiogram was performed. The patient¿s blood pressure was decreasing, and it was determined there was no perfusion to the left coronary artery. The valve was recaptured. A second angiogram was performed and showed there was no perfusion to either the left or right coronary arteries and severe aortic insufficiency was noted. The valve and delivery catheter system were withdrawn from the patient. Cardiopulmonary resuscitation was initiated. The physician successfully inserted a guide catheter to engage the coronary arteries, which showed perfusion. Per the physician, the valve did not cause or contribute to the coronary occlusion. It was reported the patient's end diastolic pressure was high and the ejection fraction was low which resulted in decreased blood flow to the coronary arteries. A new 26mm valve (B)(6) was inserted into the patient and deployed to a depth of 2mm on the non-coronary cusp and 6mm on the left coronary cusp. Trace paravalvular leak was noted. It was reported the patient began to decompensate and was placed on extracorporeal membrane oxygenation. Three days following valve implant, the patient died. The cause of death was not received. Per the physician the death was unrelated to the valve or implant procedure.